Event description:
Customer reported that (B)(6) patient samples were run when automatic quality control (aqc) turned off on the instrument for 3 days. There was no report of injury due to this event.

Manufacturer narrative:
Siemens representative checked the instrument and found that the last automatic qc analyzed was on 04/21 at 22:30 and the last ampoule qc was analyzed on 04/22 at 19:03. Customer should not have run patient samples when aqc turned off on the instrument. Siemens representative instructed customer to select automatic qc and run all 3 qc levels. All 3 qc levels were passed for all parameters. The customer did not make any claims of incorrect or withheld treatment due to this error. Analyzer is operational. The event has occurred due to an operator error.